Manufacturer narrative:
The medtronic field service engineer inspected the device and reported that the power supply and bdu alarm required replacement. Repair is pending approval by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service the 840 ventilator bdu (breath delivery unit) did not generate an alarm and had a faulty power supply. The ventilator was not in use on a patient at the time of the reported event.